Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main smart half-height drawer 5.2 was unable to open any of its pockets. A field service engineer (fse) restarted the station, conducted diagnostics, and found the drawer position sensor was not working. After installing a new sensor, the drawer still did not register the position sensor. Upon opening the back panel, the fse noticed a misalignment between a component and the position sensor base. The fse powered down the device, replaced the faulty drawer controller board, rebooted the system, updated the firmware, and performed diagnostics on drawer 5.2 to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pocket cubie does not pop up. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.